Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0c8xs, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was not able to adjust stimulation. It was noted, the patient saw the ¿call your doctor¿ icon. It was reported, the patient heard three beeps and got a question mark. It was reported, the patient was not trained on the programmer. It was noted, the patient saw a power on reset (por) condition.